Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown concentration of baclofen at 49.98 mcg/day and an unknown concentration of dilaudid at 0.4998 mg/day via an implantable pump for non-malignant pain. It was reported the patient's pump had alarmed. The patient had heard a dual toned alarm and the sound was consistent with a synchromed alarm. It was reported the issue began on (B)(6) 2019 at 10 pm. It was reported the patient had missed a scheduled refill appointment a week earlier, relative to (B)(6) 2019, due to a blizzard. It was noted the patient's refill date on their personal therapy manager (ptm) was (B)(6) 2019. The patient was rescheduled for (B)(6) 2019. It was reported that a home health nurse came and refilled the pump on (B)(6) 2019. No symptoms were reported. The patient stated they were disabled and homebound and the home health nurses come to fill their pump. The patient stated they were homebound and disabled due to spinal surgeries and multiple joint replacements. The patient stated the pump helped with his back pain but not his other issues. No further complications were reported or anticipated.